Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was not confirmed. The analysis indicated an anterior cuff to link detachment had occurred as evidenced by the returned of the link without the anterior cuff. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The posterior cuff was attached to the needle tip. The complete suture was returned pulled out to the device. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.